Event description:
Sunlight and/or other bright lights can cause the led touch pads in the mode selection section to activate the set parameter guide (spg) function. While this does not affect ventilation settings, it is very confusing to staff and would make them think the ventilator is malfunctioning.